Manufacturer narrative:
B.5. Describe event or problem: it was reported that the bd angiocath¿ IV catheter 20ga 1.88in experienced leakage during use. The following information was provided by the initial reporter: in the wards, the patient was found to have blood leakage in the left wrist art indwelling catheter. After tearing off the application, blood leakage was found in the catheter, so the catheter was removed and placed again. The procedure went successfully. D.1. Medical device brand name: bd angiocath¿ IV catheter 20ga 1.88in d.1. Common device name: intravascular catheter d.2. Medical device manufacturer: becton dickinson industrias cirurgicas, ltda. D.2. Medical device type: foz d.4. Medical device catalog #: 381137 d.4. Medical device lot #: 8355519 d.4. Medical device expiration date: 2023-12-31 d.4. Unique identifier (UDI) #: (B)(4) g.1. Manufacturing location: becton dickinson industrias cirurgicas, ltda. G.5. PMA/510(k)#: k151698 h.4. Device manufacture date: 2019-01-24 h3 other text : see h10

Event description:
It was reported that the bd angiocath¿ IV catheter 20ga 1.88in experienced leakage during use. The following information was provided by the initial reporter: in the wards, the patient was found to have blood leakage in the left wrist art indwelling catheter. After tearing off the application, blood leakage was found in the catheter, so the catheter was removed and placed again. The procedure went successfully.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 : see h.10.

Event description:
It was reported that the bd angiocath¿ IV catheter 20ga 1.88in experienced leakage during use. The following information was provided by the initial reporter: in the wards, the patient was found to have blood leakage in the left wrist art indwelling catheter. After tearing off the application, blood leakage was found in the catheter, so the catheter was removed and placed again. The procedure went successfully.

Manufacturer narrative:
Medical device lot #: customer provided an invalid lot # of 5355519. If clarifying information is received leading to a valid lot #, this report will be added. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd angiocath catheter experienced leakage during use. The following information was provided by the initial reporter: in the wards, the patient was found to have blood leakage in the left wrist art indwelling catheter. After tearing off the application, blood leakage was found in the catheter, so the catheter was removed and placed again. The procedure went successfully.